Event description:
Physician was removing drain from incision and the drain allegedly broke. She was taken to surgery for removal.

Manufacturer narrative:
Hosp risk mgr was contacted on several occasions to obtain details of the event and tried to obtain drain for eval. Hosp was not yet determined if this is a zimmer drain. MDR being filed in the event that this is a zimmer drain. Medwatch is being submitted to the FDA at the end of the 4th quarter in accordance with the FDA alternative reporting agreement for events of this nature.